Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the paddles are not being recognized by the defibrillator which displays "connect multifunction cable" even though they are connected. There was no reported patient involvement.

Manufacturer narrative:
Remote support from the customer care solution center was received, during which a quote was provided for the replacement of the internal switch paddles. It was determined that this was a malfunction of the medium switched internal paddles which was ordered for replacement. The device remains at the customer site and no further evaluation is warranted at this time.